Manufacturer narrative:
Estimated date of event. The device was received (only the plunger was returned). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide plunger was received by abbott. Returned device analysis identified a possible failure to cycle [scratched anterior needle tip]. A device in this condition would not be able to achieve hemostasis. Follow up with the account was performed but no additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was not fully returned for analysis and the lot number was not reported. Based on the returned device analysis it is possible that a suture retrieval issue occurred with the device. The lot history record (lhr) review and query of the complaint handling database for the reported lot could not be conducted since the lot number was not reported. The cause of any difficulty cannot be determined due to the condition of the device and insufficient information. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.